Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reported that stimulation was programmed for both left and right side and stimulation used to cover both sides. The patient noticed it only worked for the left side and it seemed to stop working on his right side. It used to cover both sides and would go from his lower back down into the knees, legs and thighs and it was doing a good job. It was working for the left side but not for the right side. The patient reported a burning sensation. The patient reported that the area where the implantable neurostimulator (ins) was located was sensitive and he felt burning and stinging when the ins was on. Sometimes the patient felt a stinging pain and sometimes it was a dull pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated they experienced stinging and burning sensation when leaning up against a chair. The pain and burning started 6 months or more prior to the report.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).